Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that female had her hip replaced on (B)(6) 2015. Recently she dislocated her hip. So the dr. Decided to do a head and liner and exchange using a larger head to improve her stability. It was unknown, if there was a surgical delay. It was mentioned that the lot number of head could not be read. Doi- (B)(6) 2015. Dor- (B)(6) 2023. Affected side- right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint. Since no signs of dislocation of the femoral head and liner were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed.